Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va292py serial# implanted: (B)(6) 2020 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va292py, ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was not having the same results with their current system as they did with their previous. They had severe bladder leakage and overactive bladder going all night. The leakage had improved a little bit, but not as much as with their previous system. When they spoke with the nurse at their managing physician's office, they said the patient could come in to have their bladder checked, but the patient was hoping there was something more they could do with the implanted therapy. They had already tried all programs, but were currently going through each of them for two weeks at a time. Yesterday they tried program 5 and felt a stinging and burning sensation in the spine where the lead would be, right above the rectum in the sacral area. They also reported they had ringing in the ear which decreased almost completely the morning of the report after they turned the device off last night. They reported no falls nor traumas that could have affected the lead wire. It was reviewed that ringing in the ear was not a known nor expected adverse event related to the therapy, and it was recommended the patient discuss this with their physician. It was also recommended they schedule a follow up appointment with their managing physician where therapy concerns and symptoms could be discussed, as a possible device check may be necessary. They could ask to have a manufacturer representative present if more technical support was needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.